Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation failed to document the idea testing failure for an upstream occlusion. Testing was unable to be completed because the pump was no longer in the as received condition when the failure was identified. The pump was calibrated and tested during the repair process to ensure continued accurate detection. This symptom was unable to be confirmed during evaluation

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.